Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient¿s blood glucose (bg) was reported to be greater than 250mg/dl but less than 500mg/dl with no symptoms indicated. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: a review of the pump¿s black box history showed that no activity related to the complaint was observed. The basal and boluses added up appropriately to total the total daily dosage; confirming that the pump was delivering accurately until the last date used. The pump successfully performed a delivery accuracy test and was found to be operating within the required specifications. The complaint that the pump was delivering inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.